Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted into the patient..

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400's (pc400's). During the procedure, the physician advanced a pc400 through the px slim delivery microcatheter (px slim) without experiencing any resistance but decided to retract the coil in order to reposition it. While retracting the pc400, the physician encountered slight resistance. Subsequently, the pc400 became stretched and unintentionally detached within the px slim. Therefore, the physician pushed the pc400 into the target vessel using the pusher assembly and then completed the procedure using new penumbra smart coils, pod coils and the same px slim. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush during the procedure. There was no report of an adverse effect to the patient.